Manufacturer narrative:
The device log files were provided to technical support for evaluation. The reported alarm was confirmed on the device log files. An examination of the blower test data revealed a blower rpm of 0, indicating that the blower is inoperative. Technical support advised the customer that the blower requires replacement to resolve the reported malfunction. PMA/510k #: the devices is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported that unit is showing tf 316 blower failure. There was no patient involvement reported.